Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 162 ohms. Technical services discussed it could be due to calcification and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.